Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and the helix was fractured.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and intermittent capture and had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.